Event description:
It was reported that the attachment device had a ¿short bearing out". During in-house engineering evaluation, it was determined that the device failed the temperature assessment. It was not reported that the event occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned with an undetermined malfunction. Reliability engineering evaluated the device. An assessment was performed on the device which determined the unit failed visual assessment and also failed temperature assessment due to worn out bearings. The assignable root cause was determined to be the component worn from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.